Event description:
It was reported that the device was prematurely at elective replacement indicator and now the device is at end of service. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.